Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-u.s. Event. The event occurred in (B)(6). Consumer reported a pledget falling apart upon removal but noticed others unraveling. Consumer did not seek medical.